Manufacturer narrative:
Citation: yamashita k et al. Early outcomes of transcatheter aortic valve implantation for degenerated aortic bioprosthesis in japanese: insights from aortic viv study. Doi: not available. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility, safety and therapeutic efficacy of the transcatheter valve-in-valve procedure for japanese patients having a degenerated bioprosthesis in the aortic position. All data were collected from a single center between august 2016 and december 2017. The study population included 11 patients (predominantly female; mean age 83 years; mean weight 56 kg), 5 of which were implanted with a 23 mm medtronic evolut r bioprosthetic valve, 2 were previously implanted with a medtronic mosaic bioprosthetic valve (19 mm and 21 mm), and 3 were previously implanted with a 21 mm medtronic freestyle bioprosthesis. No serial numbers were provided. Among all evolut r, mosaic, and freestyle patients, adverse events included: stenosis and/or regurgitation of initial aortic bioprosthesis resulting in valve-in-valve implantation, transcatheter valve malpositioning (2 evolut r valves deployed in the ascending aorta) requiring a non-medtronic transcatheter valve to be inserted through the transapical approach, moderate to severe transvalvular regurgitation, severe patient prosthesis mismatch, peak aortic pressure gradients, and low left ventricular ejection fraction. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.